Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during stenosis case when prepared to deploy the stent (subject device), the delivery pole could not be advanced or retracted (resistance encountered between the stabilizer/inner body and the delivery catheter/outer body). The operator added some force to manipulate it, but the stent (subject device) was still not able to be deployed. When advancing the stent (subject device) against the resistance, the tail of the stent delivery wire (subject device) was fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. B5 executive summary: updated. Due to the automated mes (manufacturing execution system ) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to have been deployed and not returned, the stent stabilizer proximal end was found to be broken/fractured, the stent delivery catheter was found to be kinked/bent. There was no breakage noted. And the stent stabilizer was found to be kinked/bent. A functional inspection, for the reported stent failed/unable to deploy was not confirmed as the stent was found to be deployed, however, the analysis results are consistent with the reported event. Stent stabilizer/catheter friction ¿ pass. There was no friction noted during the test. Significant amount of blood within stent delivery catheter and stent stabilizer was noted. Stent delivery catheter broken/fractured inside patient- not confirmed during visual inspection. And stent deployed prematurely during retraction/re-sheathing was confirmed during visual inspection, since it was found to be deployed, but not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported delivery catheter was not confirmed, however the stent stabilizer was confirmed to be broken/fractured. The analysis results are consistent with the reported event. The device failed to meet specification when returned for analysis. It was reported that the physician placed a stent to the place and when prepared to deploy the stent, the delivery pole could not be advanced or retracted. The operator added some force to manipulate it but the stent was still not able to be deployed. Follow up information reports that the tail of delivery wire was fractured. It was fractured when advancing the stent against the resistance. Additional information states that the patients anatomy was moderately tortuous and the stent was deployed at the hub when attempting to retract the stent/resheath the stent. The device was returned for analysis and it was noted that the stent had been deployed, the proximal end of the stabilizer was kinked and broken/fractured, the delivery catheter was kinked and not broken/fractured as was reported. There was blood noted with in the delivery system during flushing of the device which may have caused or contributed to the reported events. Blood within the delivery system may be an indication of insufficient flush, however this cannot be definitively determined. It is probable that the device was damaged during navigation through the patients anatomy causing the reported friction and failure to deploy and the subsequent stabilizer fracture as was seen during analysis. An assignable cause of procedural factors will be assigned to the reported ¿stent stabilizer/catheter friction¿, ¿stent failed/unable to deploy¿ and ¿stent deployed prematurely during retraction/re-sheathing¿ and to the analyzed ¿stent stabilizer kinked/bent¿, ¿stent stabilizer broken/fractured during use¿ and ¿stent delivery catheter kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the reported ¿stent delivery catheter broken/fractured during use¿, as the delivery catheter was not found to be broken/fractured.

Event description:
It was reported that during stenosis case when prepared to deploy the stent (subject device), the delivery pole could not be advanced or retracted (resistance encountered between the stabilizer/inner body and the delivery catheter/outer body). The operator added some force to manipulate it, but the stent (subject device) was still not able to be deployed. When advancing the stent (subject device) against the resistance, the tail of the stent delivery wire (subject device) was fractured. The stent (subject device) deployed at the hub when attempting to retract the stent/resheath the stent (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.